Event description:
Female patient who had a dorsal column stimulator placed about a year ago. She never really got good relief from the dorsal column stimulator, and in the spring of this year she had an episode where her legs just started getting shocked uncontrollably. She was treated in the ed and had the device turned off, although according to the rep, it had already been off, but it is not clear exactly the etiology of what happened, but essentially the thoughts are that the spinal stimulator has been firing abnormally. She wants to get the stimulator out. I discussed this with her in full in the office,and she has agreed that is probably best to take the generator out, as there are increased risks with trying to remove an epidural lead, and if the generator and battery are out, then there should be no problem.